Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that prior to coil non-detachment, there were no issues encountered. There was no pushwire damage observed after removal from the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that an axium coil failed to detach. Axiumprime3d 6-10 was used in the first sac, and after the second 6-15 was inserted, an event of inability to withdraw occurred. The catheter did not move because it was jailed; an emergency withdrawal was performed from the coil break indicator, but it could not be removed. The wire was pushed and pulled, but it could not be separated, so the coil was collected. Disconnection was confirmed when the coil was exposed from the catheter. There was detachment failure. The physician attempted to detach with the instant detacher for 3 cycles. There was a manual attempt to detach with the hypotube for 1 cycle. There was no issue with the instanct detacher. The devices were prepared as indicated in the package insert. The patient was being treated for an unruptured amorphous aneurysm in the left acom location. The max diameter was 6.5mm and the neck diameter was 4.6mm. Blood flow speed was normal and vessel tortuosity was moderate. No patient injury or symptoms were reported.